Manufacturer narrative:
The product is not being evaluated as no device malfunction was alleged.

Event description:
It was reported that the patient's skin broke down while on the mattress. No clinically relevant delay in treatment was reported.